Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited one high, out-of-range (oor) pace impedance measurement, triggering a lead safety switch (lss) from bipolar to unipolar configuration. Following the lss, impedances were normal, however inappropriate ventricular tachycardia (vt) episodes were stored due to myopotential oversensing in the unipolar configuration. Ts reviewed possible causes of the single oor value, such as potential lead fracture or a spring contact issue. Ts recommended programming unipolar sense and bipolar pace to prevent further oor impedance and oversensing in the rv. The patient also reported feeling pacing in the shoulder area, however it was unclear what this meant as the patient had 0% pacing in the rv. Ts discussed increasing the output to 5v when testing threshold to see if the patient feels it, as well as turning on auto-capture in the rv. The device and lead remain in service at this time. No additional adverse patient effects were reported.